Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified mid left anterior descending artery that was 85% stenosed. During implantation of a 2.5x18mm xience xpedition stent, it was noted the artery became dissected. Another same size xience xpedition was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.